Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. Device will be likely disposed off. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of leaking from cooling circuit and short circuit during priming of a 3t heater cooler. According to information, the dedicated fault current circuit breakers of the operation room has tripped while the fault current circuit breakers of the 3t heater cooler has not tripped. There was no patient involvement.

Manufacturer narrative:
The repair of the claimed unit was considered too expensive. Therefore, both units are going to be scrapped. A service history review of the devices has been performed and identified that the units were respectively manufactured in 2018 and 2019 and no other similar events have been reported. Based on the collected information, it is likely to assume that the fault was caused by a leaking cooling coil. The reported event is a known issue. Based on the findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was carried out for both units including the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade, and most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.